Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The product was evaluated. Both external and internal visual inspection were performed and passed due to the needle is present. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.